Manufacturer narrative:
(B)(4): the up and contrast buttons were found to unresponsive to presses. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the complaint, the display screen was found to be dim and miscolored. This issue is obvious and detectable to the user and would not be likely to cause an adverse event.

Event description:
It was reported that the up arrow keypad button was unresponsive. There is no additional information available about this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).